Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any cool sculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Upm: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 using coolsmooth pro to the outer thigh and on (B)(6) 2017 using coolmini to the anterior axilla/armpit and on (B)(6) 2017 using coolsmooth pro to the inferior abdomen who developed paradoxical hyperplasia (pah/ph) on an unknown date after treatment. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the lower abdomen, outer thighs, axilla anterior/arm pit with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 using coolsmooth pro to the outer thigh and on (B)(6) 2017 using coolmini to the anterior axilla/armpit and on (B)(6) 2017 using coolsmooth pro to the inferior abdomen who developed paradoxical hyperplasia (pah/ph) on an unknown date after treatment. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the lower abdomen, outer thighs, axilla anterior/arm pit with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.